Event description:
Boston scientific received information that this pacemaker was reprogrammed due to oversensing issues. It was noted the associated leads were competitor products. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains in service. At this time there is no additional information. Should additional information become available this report will be updated.